Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The unit was tested underwater using 0.56 bar of air pressure in order to confirm the leakage, and it was found that the solution leaked from the y connector due to a crack on it. A batch review was performed on the reported lot and no deviations were noted. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(6) on (B)(6) 2010 of an incident that occurred on (B)(6)2010 with a low absorption set. The set leaked because it is not connecting. There was no patient injury or medical intervention. No additional information is available.